Manufacturer narrative:
(B)(4). Date sent: 8/23/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. The DHR for lot 26778 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2022. Additional information received: diagnostic intervention : no/yes

Manufacturer narrative:
(B)(4). Date sent: 10/12/2021. Additional information received: outcome : recovering/resolving: recovered/resolved.

Manufacturer narrative:
(B)(4); date sent: 3/13/2023. Additional information received: indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2023. Drug therapy: yes. Outcome : recovered/resolved - recovering/resolving. Start date : (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent; 5/8/2023. Additional information received: end date : blank: on (B)(6) 2023. Relationship to study device : blank: possible. Relationship to study procedure : blank: not related. Outcome : recovering/resolving: recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : blank no.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2021. Lxmc16. Lot # 26778. Date of surgery: (B)(6) 2021. Dysphagia. Male, (B)(6) years of age at time of consent. Dilation performed on (B)(6) 2021. Drug therapy: yes. Patient is still part of the study. (B)(6). Additional information was requested, and the following was obtained: have symptoms improved since the dilation? Yes. What drug(s) were started? Prednisone and famotidine (pepcid). Were drug(s) prescribed or over the counter? Prescribed. Were drug(s) prescribed before or after dilation (or both)? After, on (B)(6) 2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient experience dysphagia. The event was not related to the study device.